Event description:
The surgeon reported that the cutting was poor with abnormal vibration noted while using the vitrectomy probe. The probe was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).